Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of a hole in tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets tubing had a hole in it. The following information was provided by the initial reporter: material no: pri-tubing batch no (lot no): unknown it was reported the IV tubing had a micro hole in it. Yesterday and today, my staff has experienced twice where the pump tubing had a micro hole in it. Consequently, medication did not get administered to patient either at all, or partially.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing had a hole in it. The following information was provided by the initial reporter: material no: pri-tubing batch no (lot no): unknown. It was reported the IV tubing had a micro hole in it. Yesterday and today, my staff has experienced twice where the pump tubing had a micro hole in it. Consequently, medication did not get administered to patient either at all, or partially.